Event description:
MRI magnet quenched in the early morning hours after a helium refill, the previous evening. Frozen ice in the exhaust system blocked the helium from venting to the outside air. The magnet ruptured into the mr suite causing a build-up of pressure. The MRI suite experienced roof damage and extensive system damage. No one was in the room at the time of the event. No one was injured.

Manufacturer narrative:
The investigaion is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.